Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
On (B)(6) 2010, a pt contacted our (B)(4) affiliate and reported he/she developed a corneal ulcer last month while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a lenses are not marketed in the us. The pt reported developing a red eye and the following day the pt visited an eye care professional (ecp) due to pain, glare, redness and swollen eyelid. An associate from our (B)(4) affiliate visited the treating ecp on (B)(6) 2010 and received the following info: the pt had red eyes for one day and did not seek care that day. The following day, (B)(6) 2010, the pt went to the clinic at (B)(6) hospital due to "pain and glare" in the left eye (os)." The pt was diagnosed with a corneal ulcer (cu) os. The cu was located in the central cornea, 2 mm in diameter. The ecp suspected the cu infectious based upon clinical findings and suspected a gram positive bacterium, the cu was not cultured. Va os was 0.04 (20/500) the pt was treated with gatifloxacin, hyalein, nitten atropine - each once every hour, tarivid eye ointment. The pt returned to clinic (rtc) (B)(6) 2010, the symptoms reportedly improved but the pt still had pain, no change in the cu, treatment continued; va os 0.1 (20/200). The pt rtc for f/u care on (B)(6), pain subsided; (B)(6) cu was reported to be smaller and pt's symptoms improving. Gatifloxacin was switched to vigamox, ecp considered emergence of drug-resistant strains of bacteria; (B)(6): continued improvement, va 0.8 (20/25); 10/25: the cu was reported to have resolved and there was a residual opacity, va 0.8 (20/25); (B)(6): no reported pain, corneal opacity remained. On (B)(6): corneal opacity remained, va 1.0 (20/20), pt given rx for glasses. On (B)(6): no changes reported. No additional info is expected. Product has not been received. The lot number info was provided and a lot history review report will be provided in a f/u report. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.